Event description:
The account alleged that the head hi/low function is drifting down.

Manufacturer narrative:
The account has not returned. Hill rom's attempts to determine the resolution of the alleged malfunction.